Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment, the device would not begin an interrogation. Analysis found corrosion and contamination on the printed circuit board assembly and with this corrosion the unit was unable to power up.

Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. No indicator lights came on and it did not initiate any telemetry. The monitor had had a prior successful transmission. The monitor was replaced. No patient complications have been reported as a result of this event.